Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-09189 promus element plus clinical study it was reported that angina and in-stent restenosis occurred. In (B)(6) 2012, the patient presented due to stable angina. Subsequently, coronary angiography and index procedure were performed. The first target lesion was a 80%isr of a previously placed bare metal stent (bms) located in the proximal left circumflex artery (lcx) and was 18mm long with a reference vessel diameter of 2.75mm. The lesion was treated with direct placement of a 2.75x20mm promus element plus stent, resulting in 0% residual stenosis. The second target lesion was located in the first diagonal artery with 80% stenosis, and was 10mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation, and placement of a 2.50x12mm promus element plus stent, resulting in 45% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was admitted and was taken to the operating room with pre and post-operative diagnosis of severe aortic stenosis, congestive heart failure, coronary artery disease, depressed ejection fraction and advanced age. Patient's coronary angiography revealed 70-80% ostial stenosis at first diagonal and 70% isr of the previously placed 2.75x20mm promus element plus stent in lcx. The patient then underwent two vessels redo coronary artery bypass grafting including a saphenous vein graft (svg) to the right coronary artery (rca) and svg to the second diagonal artery. Aortic valve replacement was performed in response to aortic stenosis. On the same day, angina and aortic stenosis were considered to be resolved. In addition, the patient was experienced worsening anemia and thrombocytopenia. The physician treated these events with blood transfusion and medication. Eight days later, pacing wires were covered at the skin and was transferred for rehabilitation with discharge instructions. The worsening anemia and thrombocytopenia were then considered to be not recovered. Twenty-one days post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during index procedure, 2.50mmx12mm promus element plus drug-eluting stent was attempted to be deployed in the 1st diagonal branch but failed to cross the lesion.